Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that the blood pump rotor on a 2008t hemodialysis (hd) machine cut the blood lines during a patient¿s treatment. The biomed said the patient completed their treatment on another machine. There were reported to be 9,262 operating hours logged on the machine at the time of the event. Technical support issued the biomed a replacement blood pump rotor under an extended parts warranty. Additional details were provided upon follow-up with the biomed and a nurse familiar with the event. The 2008t machine triggered an air detector alarm approximately two hours and ten minutes into the hd treatment. This is what alerted the operator to the issue. Afterwards, they noticed blood leaking from the blood pump. When they looked at the bloodline, they could see there was blood on the exterior of the tubing, and the tubing appeared to be damaged. The patient was moved to another machine and re-setup with new supplies. Their blood was not returned; estimated blood loss (ebl) was 250 ml. It was confirmed they completed treatment after being moved. The patient did not experience any serious injury or harm due to the blood loss, and no medical intervention was required. The biomed fixed the machine by replacing the blood pump rotor. The biomed said they had a (brand new) spare one on hand. The machine was then returned to service. The biomed said the plastic protector on the tip of a rotor pin was completely worn out. The sample was said to be available for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the blood pump rotor was returned for physical evaluation. The returned rotor had a loose and deformed sleeve (guide sheave) on one of the rear guide pins. The sleeve could be easily removed from the pin and displayed signs of an unknown substance. The guide pin had signs of debris on it. There were no other discrepancies found on the returned rotor. The rotor was installed onto the blood pump module of a test machine for functional testing. A patient test was performed with a fresenius combi set bloodline using water. In dialysis mode, the machine¿s blood pump was set at a rate of 450 ml/min for two hours. The rotor did not damage the bloodline and there were no fluid leaks or alarms during the test. The rotor did not sustain any further damage during the testing. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the reported event was able to be confirmed.

Manufacturer narrative:
Correction: a2.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that the blood pump rotor on a 2008t hemodialysis (hd) machine cut the blood lines during a patient¿s treatment. The biomed said the patient completed their treatment on another machine. There were reported to be 9,262 operating hours logged on the machine at the time of the event. Technical support issued the biomed a replacement blood pump rotor under an extended parts warranty. Additional details were provided upon follow-up with the biomed and a nurse familiar with the event. The 2008t machine triggered an air detector alarm approximately two hours and ten minutes into the hd treatment. This is what alerted the operator to the issue. Afterwards, they noticed blood leaking from the blood pump. When they looked at the bloodline, they could see there was blood on the exterior of the tubing, and the tubing appeared to be damaged. The patient was moved to another machine and re-setup with new supplies. Their blood was not returned; estimated blood loss (ebl) was 250 ml. It was confirmed they completed treatment after being moved. The patient did not experience any serious injury or harm due to the blood loss, and no medical intervention was required. The biomed fixed the machine by replacing the blood pump rotor. The biomed said they had a (brand new) spare one on hand. The machine was then returned to service. The biomed said the plastic protector on the tip of a rotor pin was completely worn out. The sample was said to be available for manufacturer evaluation.